Event description:
It was reported that during a flexible ureteroscopy procedure for kidney stone, the nurse connected the fiber into the laser unit but there was no connection. A message was displayed on the screen indicating that fiber was not connected. The nurse reconnected the fiber again, but the issue persisted. Another of the same fiber was used to complete the procedure successfully. There was no patient complication. After that, the fiber was returned for analysis and the investigation determined that there was a fiber body break.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The initial reported event of fiber connection issue was not confirmed. The fiber was returned for analysis and the visual inspection found that the fiber body was cracked. Additionally, the fiber tip was degraded and burn marks were found on the connector face. According to the device instructions for use (IFU): inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Based on the information available and analysis results, since the most probable causes for moses fiber breaks is still being investigated the most probable cause is cause linked to device but unable to trace more specifically as this event is within the scope of a CAPA investigation.